Event description:
Customer said that the doctor noticed that the haptic was bent as soon as it was implanted in the eye. Lens was explanted.

Manufacturer narrative:
This MDR supplement is being submitted at this time as an outcome of an internal company audit conducted on product complaint handling. It was discovered that a MDR supplement was not submitted to FDA by previous qa/ra personnel, as required. Device evaluation details from qa in (B)(4). The product was not returned, visual inspection was not performed and further information could not be provided. No abnormalities were found in production and inspection records of the product. Exact root cause is not determined. (Serial no.: (B)(4) - model 231). Model correction from 230 to 231. Manufacturing date from 3/2012 to 3/31/2013.

Event description:
Customer said that the doctor noticed that the haptic was bent as soon as it was implanted in the eye. The lens was then explanted.